Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019. The field service engineer (fse) verified the reported problem. The fse replaced the power supply to address the reported problem. Patient information were requested from the customer, but no response received. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the ventilator alarmed with air valve liftoff failure. The field service engineer (fse) found post timer/24v failure in the log. The customer reported that the unit was in use on patient , but there was no patient harm reported.